Manufacturer narrative:
The reported events of lead dislodgment and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning and cutting the lead, the helix was able to extend and retract by applying torqued directly from the inner coil. The full helix extension length was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.